Event description:
A customer site reported that a pt's oxygen level decreased following an operation, and the light monitor did not provide an audible alarm. A nurse allegedly saw the low spo2 alarm on the monitor, but did not hear the alarm. Following the event, the pt was treated with additional oxygen. The pt responded to treatment and was reportedly discharged without any complications. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.